Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 479 mg/dl, and she was treated with the insulin pump. The mother stated that the customer was experiencing nausea, headache, and diarrhea. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a no delivery alarm. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to change the infusion set/reservoir, and the cannula was not occluded. Reminded the customer to change the infusion set and reservoir every two to three days. It was stated that they found the insulin was leaking past the o-rings, which may lead to elevate her glucose level. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledged. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-87750, mfg. Report 2 of 2, medwatch report # 3004209178-2012-87823.